Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 600cc and experienced rupture on the left breast implant. As a result, the patient will undergo explantation on (B)(6) 2019.

Manufacturer narrative:
On 5/24/2019, it was reported to mentor that there was no rupture. The implants were discarded and new ones were used to replace. A manufacturing record evaluation (mre) was performed for the finished device number 6010964, and no non-conformances related to the reported complaint were identified. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).